Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings. Capsular contracture: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Autoimmune/connective tissue disorders-ndr: not applicable as the event is not related to the device. Skin rash/dermatitis-ndr: not applicable as the event is not related to the device. Additional observations: wear abrasion observed on the device. Deformation observed on the device. Yellow particle observed on the device.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Physician reported capsular contracture, baker grade unknown and a rupture of the right device. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported lymphadenopathy and capsular contracture baker grade IV. Device has been explanted.